Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead exhibited loss of capture with increased thresholds and poor r-waves and the patient wasn't feeling well. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.